Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The premature deployment was confirmed as the device was returned with the stent partially deployed and the rack had not been retracted. The resistance with the introducer sheath could not be tested due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from the lot. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the resistance noted during advancement resulting in partial deployment of the stent and damage to the distal sheath of the delivery system was due to interaction with the introducer sheath during advancement. It may be possible that the introducer sheath was kinked or collapsed (possibly at the aortic bifurcation) causing the distal sheath to kink resulting in partial deployment of the stent as noted on the returned unit. The resistance noted during removal was likely due to the partially deployed stent interacting with the inner diameter of the introducer sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with 65% stenosis in the external iliac artery. A 6fr crossover sheath was used. A 9.0 x 60 mm absolute pro self-expanding stent system (sess) was attempted to be advanced and resistance was felt with the introducer sheath. The physician lost the position of the guide wire and the sess therefore had to be removed without deployment being initiated. During the sess removal, resistance was noted with the introducer sheath. Outside of the anatomy it was noted that the stent had partially flowered possibly related to the resistance on removal. Another absolute pro was deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.